Event description:
User rec'd discrepant calcium results for one pt sample. Initial result gave 6.4 mg per dl; repeat gave 6.3 mg per dl. The initial result was reported. The physician called the lab on (B) (6) 2009 to inform the pt was admitted to the hospital based on the initial result reported. The pt was redrawn at the hosp, and that sample was tested giving a calcium result of 8.6 mg per dl. The initial sample was pulled and repeated on (B) (6) 2009 giving 3.7 mg per dl, and then the sample was sent to the hosp lab and rerun resulting at < 5.0 mg per dl. User did not know of any other actions taken with the pt based on the initial result reported and is unable to provide add'l info regarding the pt. The field service rep determined there was residue build up in the vacuum system causing inconsistence evacuation of waste from reaction cells by rinse mechanism attributing to sample carry over, to be the cause. He cleaned vacuum vessels attached to rinse mechanism as well as vacuum tank. To verify analyzer performance he ran check tests and 10 sample precision study using control material. All results were within spec.